Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle and capsule partially opened. Slight delamination was observed on the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the returned valve was deployed with an infold noted. An in-house evfxplus-34 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. The in-house valve was deployed with no issues noted. No other deformation evident to the remainder of the device. The reported dislodgement could not be confirmed through analysis. Upon receipt of the concomitant complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar, fully submerged in a clear 0.2% glutaraldehyde solution. The valve appears slightly crimped with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. All leaflets appear to be in the closed position. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow displayed an elliptical appearance. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the receipt condition, a deployment simulation to evaluate against the alleged in-fold event cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a 34 millimeter transcatheter aortic valve, upon deployment, the valve dislodged out of the annulus and migrated into the ascending aorta, where it became compressed. The valve was then recaptured. During a second deployment attempt, infolding of the valve was observed. The valve was removed and a new valve was crimped and successfully implanted.

Manufacturer narrative:
Image review: three media images of the event description above were provided. A fluoroscopy valve load inspection was provided and appears to be a good load. It was reported that during the implantation of a 34 mm transcatheter aortic valve, upon deployment, the valve dislodged out of the annulus and migrated into the ascending aorta, where it became compressed. The valve was then recaptured. During a second deployment attempt, infolding of the valve was observed. There was no evidence provided of the first deployment, however there is evidence of an infold in the valve at the point of no recapture. An infold is described as an inward crease seen as a dark line from the inflow. If an infold is observed, you should recapture, removed and replace the entire system with new sterile components. It was reported that the valve was removed and a new valve was crimped and successfully implanted. There was no image of the finale valve release provided. The executive summary was provided and the annulus falls within a 34mm valve range. Updated h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three media images of the event description above were provided. There was no computed tomography (CT)or executive summary provided for anatomical consideration. A fluoroscopy valve load inspection was provided and appears to be a good load. It was reported that during the implantation of a 34 millimeter transcatheter aortic valve, upon deployment, the valve dislodged out of the annulus and migrated into the ascending aorta, where it became compressed. The valve was then recaptured. During a second deployment attempt, infolding of the valve was observed. There was no evidence provided of the first deployment, however there is evidence of an infold in the valve at the point of no recapture. An infold is described as an inward creace seen as a dark line from the inflow. If an infold is observed, you should recapture, removed and replace the entire system with new sterile components. It was reported that the valve was removed and a new valve was crimped and successfully implanted. There was no image of the finale valve release provided. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.